Event description:
Attorney advised a pt was implanted with unk synthes products (reportedly pedicle screws from t12-l1 installed bilaterally using pangea). Subsequently it was discovered that the hardware had broken. Pt underwent another surgery on an unk date.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and not lot number was provided.